Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a telemetry problem with the device and no communication could be established. The device remains in use and will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the save to disk reported power on reset failure and that telemetry-b was fully functional. The power on reset could not be reestablished. Hybrid testing and evaluation reported normal operation and functionality with no new power on resets. If information is provided in the future, a supplemental report will be issued.